Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pull wire broke. The pull wire was remove from the anchor.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pull wire breakage. The root cause is a manufacturing issue. (B)(4).

Event description:
It was reported that the pull wire broke. The pull wire was remove from the anchor.